Manufacturer narrative:
The qa lab performed control tests using 5 of the returned test strips. Two of the test strips read "lo" and one read e2. Performance was satisfactory using iqa retention reagent.

Event description:
The customer tested his blood glucose using his 2 contour meters and received readings of 215 and 112 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer also performed a control test during the call and received a result of 43 mg/dl. The normal control range was 106-147 mg/dl. The customer returned his test strips for eval. Replacement test strips and a new meter were sent to the customer.